Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Labels were intact and the device was in worn condition. The customer's reported issue could not be duplicated at time of investigation. The pump was found to be operating properly and passed all tests. No further action was taken.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in tubing alarm while in use for a parenteral nutrition treatment. Subsequently the pump was changed. No patient consequences were reported. No adverse effects were reported.